Event description:
Adverse event(s): "delayed procedure" (surgical procedure, delayed). Product problem(s): "cassette could not prime" (failure to prime); "flow obstruction" (obstruction within device); "two separate machine" (no code available). The customer reported that the cassette could not prime the first time, then it failed on a flow obstruction code 3308. This happened on two separate machines with the same cassette before surgery commenced. This caused the intended surgery to start an hour later while the pt was under anesthesia. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).